Event description:
The physican used a kyphx lattitude curette while treating a pt for two-year-old l1 osteoporotic fracture with balloon kyphoplasty. The tool was used successfully to scrape bone on the right side of the vertebral body. While scraping bone on the left side of the vertebral body, the instrument broke. After removing the curette from the working cannula, a fluoroscopic evaluation revealed that the curette tip remained in the void created in the vertebral body. No attempt was made to remove the curette tip. The void containing the curette tip was subsequently filled with pmma bone cement, encasing the curette tip. The procedure was completed without further incident and the pt was discharged without further complication.